Event description:
On (B)(6) 2014, broviac catheter reportedly repaired due to leak. On (B)(6) 2015, per the central access team, the pt reportedly pulled out the device. This device did not leak. The device was said to be removed and replaced.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.